Manufacturer narrative:
Analysis found that pre-repair heat test and test for wobbling could not be performed due to the motor did not turn during pre-check. The unit was too dirty and motor shorted. The bearing was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that the handpiece overheated greated than 1 minute and bur wobbles during the procedure. The handpiece was connected to the host. After the power was turned on, the blade was installed and the foot pedal was stepped on. There was a back-up device used. There was no patient impact.